Event description:
The customer states that the blade broke while the doctor was performing surgery on the patient's hip.

Manufacturer narrative:
Due to a recent FDA inspection this MDR is being reported late as a result of a re-evaluation.